Manufacturer narrative:
The pump was disposed of by the clinic. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 60-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was access site bleeding from the common femoral artery. The hemoglobin level was slightly decreased. One unit of packed red blood cells (prbcs) was given. Manual pressure was applied and heparin was paused. Hemostasis was achieved with a femstop. The activated clotting time (act) was 124. After two days on support, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.7l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3. The cause of the access site adverse event was not determined due to insufficient clinical details.